Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 10/11/2017. Device returned to manufacturer?: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed loose fibers/particles on lens related to the handling of the unit out of a sterile environment. Residue of lubricant material was also observed on the lens. Also, one of the haptics was observed detached. The detached haptic piece was not returned. No damaged was observed to the other haptic. The conditions of the lens returned is consistent with a unit that has been previously handled and prepare for surgical process. The complaint issue reported as haptic detached was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: not applicable, as the lens was inserted and removed. If explanted, give date: not applicable, as the lens was inserted and removed. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the haptic of a z9002 23.5 diopter intraocular lens (iol) broke off when inserting into the patient's operative eye. Reportedly, the lens was removed and an incision enlargement and vitrectomy were performed. No additional information was provided.